Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during the implant procedure, there was very high thresholds and impedances, despite several different implant sites tested. It was noted there was possible fracture. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.